Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) got shocked when near a microphone. The patient mentioned that the microphone was over the device when shock was received, in addition, patient mentioned getting shocked four times. Additional information was received, and the patient was shocked due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) referred the patient for a clinic visit to check the device and the symptoms, the system was reprogrammed. This crt-d remains in service. No adverse patient effects were reported.